Event description:
A report was received that the patient's ipg was not connecting with the charger as it was implanted too deep. The patient underwent a pocket revision procedure. The physician moved the pocket closer to the surface. The patient is reportedly doing well.